Event description:
This customer reported that they could not acquire v6 with this device, preventing the acquisition of a 12-lead ECG. There was no patient impact.

Manufacturer narrative:
(B)(4). This customer reported that they could not acquire v6 with this device, preventing the acquisition of a 12-lead ECG. There was no patient impact. This customer reported a failure to discharge during a patient event. There was no impact to the involved patient.